Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient. Reportedly, the patient was in their seventies. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted that the distal shaft was torn and separated 1cm proximal to the proximal seal. The inner member was separated 1.6cm proximal to the proximal seal. The proximal portion of the separation, including the hub, was not returned. The separated portion was returned with a separated portion of an unknown guide wire. The separated portion of the unknown guide wire was 6cm in length. The stent implant was stationary on the tightly folded balloon between the markers. There were mangled struts on the entire length of the stent implant, confirming the reported stent damage. There was a bend in the middle of the stent implant where the separated portion of the unknown guide wire was kinked. The distal end of the tip was torn which may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The other portion of the separated unknown guide wire was not returned. There was a piece of clear tape on the separated portion of the unknown guide wire. The tip length was measured and met manufacturing criteria. The stent outer diameters could not be measured due to the damage noted to the stent implant. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous, which likely contributed to the reported failure to advance. Additionally, it was reported the lesion was not pre-dilated prior to advancing the promus stent delivery system (sds). It should be noted the promus instructions for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent caught on the tip of the guiding catheter, damaging the struts, and contributing to the difficulty removing the sds through the guiding catheter. Additional surgical treatment was used to remove the sds as it was stuck in the sheath, which likely contributed to the noted shaft separation and further damage to the stent. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records for this lot did not reveal any non-conforming material records related to this incident. Review of the complaint handling database found no other reported incidents of difficult to remove devices for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal right coronary artery with moderate tortuosity. An attempt was made to direct stent with the promus stent delivery system (sds), but the device did not cross the lesion. During the attempt to retrieve the sds into the guiding catheter, difficulty was noted; therefore, all devices were removed as a single unit. Resistance was then met with the sheath; therefore, a cut down procedure was performed to remove the devices. After removal, it was noted that the stent struts were flared. No further treatment of the lesion was performed. No additional information was provided.